Event description:
It was reported that the pta balloon ruptured (atm unknown), and the distal tip became prolapsed and appeared to invert on itself. The balloon was removed from the patient without incident and another pta balloon was used to successfully complete the procedure. No report of injury to the patient.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was returned. The investigation is confirmed for balloon rupture. The investigation is also confirmed for folded as the distal tip did appear to invert upon itself. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The ultraverse instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.